Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2019-03165,  2015691-2019-03166,  2015691-2019-03167.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case.  In this case, the exact valve model number is not available. Therefore, this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valve are:  p130009 - edwards sapien xt¿ transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve. The dates of the events are unknown; however, according to the article the study period was from february 2016 to august 2018. For this reason, the first day of the reported study period (01-feb-2016) was used as the occurrence date. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci).  There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Based on the limited information from the article, a cause of the coronary occlusion could not be determined. However, the mechanisms described above may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.   Reference: ¿assessment of the early results of transcatheter aortic valve implantation from the point of view of the device selection¿ yoshihisa karube, et al. Displayed at the 49th annual meeting of the japanese society for cardiovascular surgery, on 13-feb-2019.

Event description:
As reported by our affiliate in (B)(6) and through a presentation at the 49th annual meeting of the japanese society for cardiovascular surgery, on 13-feb-2019, information was received via written article, "assessment of the early results of transcatheter aortic valve implantation from the point of view of the device selection". The facility had executed a total of 118 tavr procedures from february 2016 to august 2018. The device used were; a non-edwards device, sapien xt and sapien 3. The early results were assessed to evaluate the adequate device selection for each case. It is unknown if the event occurred to a sapien xt patient or a sapien 3 patient. This report will capture the 3 cases of percutaneous coronary intervention. No additional details were provided regarding these events.